Event description:
It was reported that the user was unable to remove the iLet pump cartridge during a supply change after attempting removal prior to performing a rewind, resulting in the plunger becoming stuck in the pump pistons with the highest continuous glucose monitor (CGM) reading of 355 mg/dL and a confirmatory glucometer value of 308 mg/dL, while using a Dexcom G7 CGM and an inset infusion set on the abdomen; customer support guided the user through rewinding, reseating the connector, and completing the full cartridge and infusion set change with insulin delivery resumed. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no clinical signs, symptoms, or health consequences beyond the reported hyperglycemia. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and characterized the event as a use-of-device problem, with the affected component not otherwise classifiable by an available term. It was concluded, based on previously established findings for similar reports, that the cause was traced to user performance of incorrect supply change steps.